Event description:
The physician was attempting to treat a lesion in the proximal to mid lad exhibiting 95%. During the procedure, the lesion was pre-dilated, but the device failed to cross the lesion. The physician used a new device to complete the procedure. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. No clinical sequelae were reported. Evaluation summary the stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th distal segment was deformed. The sheath and stylette were unable to be removed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (target lesion exhibited 95% stenosis). Deformation problem. Conclusion - known inherent risk of a procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (target lesion exhibited 95% stenosis). (B)(4).